Manufacturer narrative:
Plant investigation: the actual device was not returned to the manufacturer for physical evaluation. Further investigation was not able to be performed. The serial number of the cycler used was unknown, therefore an investigation of the device manufacturing records was unable to be conducted by the manufacturer. Should additional relevant information become available, a supplemental report will be submitted. Clinical review: this file has been assessed for the necessity of the performance of a clinical investigation. Based on information available, there is no documentation or indication a fresenius device(s) caused or contributed to a serious adverse patient outcome. Additionally, there is no allegation of the machine malfunctioning or the machine not performing as expected. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available regarding a serious adverse event experienced by a patient and/or user related to a fresenius device(s) and/or product(s), the need for a clinical investigation will be re-evaluated accordingly.

Event description:
This is a report of a peritoneal dialysis (pd) patient who expired. The patient¿s peritoneal dialysis registered nurse (pdrn) stated that the patient withdrew from dialysis and expired two days later. The esrd death notification confirmed the patient¿s death occurred at home and the primary cause was withdrawal from dialysis/uremia. No secondary cause was listed.